Event description:
Procedure type: tepp. According to the reporter: two trocars were placed in the preperitoneal cavity and upon initial insertion using a grasping device, two small white pieces were removed with the trocars and two new trocars were opened. Minimal delay in or time. No bleeding or patient injury reported.

Manufacturer narrative:
(B) (4)